Event description:
Doctor was starting a lap chole procedure; the light cable was plugged into an active light source and laid on the pt drape with no scope attached. A nurse noticed smoke rising from the drape. They moved light cable and drape and found that the pt had rec'd a small burn on the chin approximately 4.8 mm in size. Patient was treated with saline, bacitracin ointment and a bandaid was put on. No further treatment was scheduled or planned. Hospital stated that there was no malfunction of light cable.